Manufacturer narrative:
This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. Product event summary: manufacturer¿s analysis confirmed the customer comment that the device had a broken knob; it was found that the device was missing a knob, had a contaminated and pinched main seal, and a broken upper case around the lower encoder. It was also noted that two liquid crystal display (lcd) screws would not turn out, and the upper case of the device had two bosses for the lcd stripped. Analysis also noted that the hanger assembly of the device was corroded and would not close all the way. It was further noted that the menu encoder of the device was pushed through the case, and one case screw and hanger screw were corroded. All found defective parts were replaced and all other identified issues were resolved.

Event description:
It was reported that the external pulse generator had a broken knob. The external pulse generator has been returned for repair. No patient complications have been reported as a result of this event.